Event description:
The lay user/pt's spouse contacted lifescan (lfs) in 2009, alleging that blood glucose readings were missing from the pt's one touch ultrasmart meter. The medical surveillance specialist (mss) spoke with the reporter on mar 3, 2009, and obtained the following info. The pt's spouse reported that they first realized that the subject meter was not retaining every 3rd or 4th reading a few days prior to contacting lfs. The pt's spouse informed the mss that the pt tests 15x/day and manages her diabetes by taking lantus insulin 3x/day (based on a sliding scale), symlin 3x/day at mealtime (dosage unk), and 1 pill of actos (45mg) in the morning. On the evening of the day prior to original date, the reporter stated that the pt tested her blood glucose with the subject meter (result unk). Approximately 5-10 minutes after testing, the reporter claimed the pt did not recall the result she obtained and therefore, reviewed the subject meter's memory to determine how much insulin to administer. The reporter stated that the pt unknowingly administered lantus insulin (dosage unk) based on a blood glucose reading (result unk) obtained hours earlier, since the subject meter reportedly did not record the most recent result she obtained. Approximately 1-2 hours later, the pt developed symptoms of feeling shaky and sweaty. At the onset of symptoms, the reporter confirmed that the pt tested with the subject meter; however, he did not recall what result was obtained. Within 15 minutes of developing the symptoms, the pt drank juice and felt better afterwards. At the time of troubleshooting, the customer care advocate noted there was no known trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because, the pt claims as a result of the meter not recording all her blood glucose readings, she administered treatment based on an incorrect result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.